Event description:
The pump was returned for recurring loss of prime. Evaluation revealed contamination on the force sensor plate. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2011 with the following findings: the pump powered up properly with functional auditory and vibratory alarms. An ezprime operation was performed and the pump correctly detected the cartridge. There was evidence of contamination found on the force sensor plate.